Event description:
It was reported when a patient presented in clinic for follow-up a day after implant procedure. It was found that rv lead was not capturing. The fluoroscopy revealed the rv lead dislodgement. The patient was taken for rv lead positioning & while doing that, ra lead could not be unscrewed from the device header. Several attempts were made but failed to withdrawal the atrial lead from the device. As such the physician elected to explant the device and the atrial lead. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.